Event description:
It was reported that the customer received a button error alarm from his/her insulin pump. The customer's blood glucose level was 144 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no esc button response due to corroded keypad traces. No button error alarms noted. Alarm or perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test were not verified due to unresponsive esc button. The device had cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.